Event description:
It was reported by the caller, a clinical account specialist, that the patient had a pericardial effusion. The caller stated that anesthesia noticed the blood pressure was low, and they confirmed a "big effusion" on ultrasound. The caller stated that they may have used x-ray as well to confirm, but they were not sure. A pericardiocentesis was performed on the patient, and 500cc of blood were drained. The caller added that they were also given 1 unit of blood. The caller stated that the last known status of the patient was stable and transferred to the ICU with the drain left in. The caller stated that the bwi products in the body were a soundstar® catheter, octaray¿ catheter, and a decanav® catheter and were all brand new. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".